Event description:
Philips received a complaint on the heartstart xl+ indicating that the operational check failed. There was no patient involvement at the time the issue was discovered. The product malfunction was unable to be confirmed because the customer refused service. A review of the service history for this device shows that the problem has not been reported again for this device.